Manufacturer narrative:
The event was reported to have occurred on an unreported date in 2021. Prismaflex st100 set has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex st100 set, a solution leak was observed due to a crack in the air detector. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 06/25/2021.

Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation however, based on the information provided there was a crack on the deaeration chamber of the return line. The reported condition was not verified. The most probable cause was identified to be due to a shock during transportation. Should additional relevant information become available, a supplemental report will be submitted.